Event description:
During a coronary stent procedure, the physician experienced deflation difficulties after successful deployment of the stent. The shaft of the catheter was cut and a syringe was used for deflation. The delivery device was removed from the stent with the balloon fully inflated. Patient staus is listed as "okay".